Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy, the device had an air leaked. It was also reported that the obturator/ trocar broke. There was no patient injury.